Event description:
It was reported that during the implant procedure, it was difficult to insert a lead into the pulse generators header. After using additional force, the lead was able to be inserted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.